Manufacturer narrative:
D.4 & h.4: serial number, unique device identifier, and manufacturer date not available. E.1. Initial reporter facility: (B)(6). Upon investigation of this incident, the technical support specialist reviewed the case and observed that the critical override mode following a recent pyxis upgrade had cleared. The tss requested customer confirmation to validate the resolution after the recent upgrade. The customer confirmed that all machines were functioning properly, and the tss proceeded with case closure. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ es server all machines were in critical override. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.